Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion message alert due to potential premature battery depletion. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This s-ICD remains in service and replacement was recommended. No adverse patient effects were reported.